Event description:
Boston scientific crm received information that during the routine device replacement procedure; the header of this pacemaker became separated from the device. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A new pacemaker was successfully implanted. To date, the explanted device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. Visual inspection of the device confirmed that the header of the device was loose from the device case. Medical adhesive was noted and still attached to the header. The amount of the medical adhesive was confirmed to be an adequate amount. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. Analysis has confirmed that the issues observed clinically were due to low bond strength between the header and the device case. Electrically, the device functions within specification.